Event description:
It was reported that an ilet pump did not charge as expected despite the charger indicator light remaining steadily on and use of an alternate wall outlet, with the pump remaining at 11 percent after approximately one hour on the charger. Symptoms included battery depletion of the pump. Outcomes included user education on charging and a plan to monitor charging over a longer interval. Investigation included basic troubleshooting and user guidance regarding proper charging duration. Investigation of this case revealed a suspected charging malfunction involving the device power/charging system, with inadequate battery recovery despite an apparently powered charger. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation.